Manufacturer narrative:
Continuation of d10: product ID a610; serial# unknown. Product type: software product ID tm91d0 lot# serial# (B)(6). Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a610, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the hcp was encountering issues with communication between the ins and the clinician tablet. It was suspected to possibly be a tel-m lockup issue. The patient was able to connect to the ins with their programmer. It was stated that the clinician tablet only sits in the "searching" screen and never starts interrogation. There was no patient impact reported. It was reported that the patient's handset is able to communicate fine. A tablet reset will be performed in january. The cause was not determined. Additional information was received stating the reset will be moved to february. Additional information was received reporting that reset is planned for feb-5th. It was reported that the device was reset and the issue was resolved.